Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was duplicated and attributed to the processor/bridge/pace board to monitor board cable. The processor/bridge/pace board to monitor board cable. Was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.